Manufacturer narrative:
(B)(4). A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient started treatment with sulperazon (dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Sixteen days after the event onset, the sulperazon was discontinued and the patient was deemed recovered from the event. The patient is scheduled for retraining on proper connect/disconnect procedures and aseptic technique on an unreported date. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient&#38112;recovery status were not reported. No additional information is available.